Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00360. It was reported to boston scientific corporation that two resolution clip devices were used during a esophagogastroduodenoscopy (egd ) performed in the stomach, on (B)(6), 2010 (patient's age is unknown, however the patient's age has been reported as (B)(6); patient weight is unknown). According to the complainant, during the procedure, they had two resolution clips that prematurely deployed, falling into the patient's stomach. There were no attempts to retrieve the clips with no harm to the patient. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.